Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to how they felt. It is unknown whether the customer noted a trend arrow on the device. The customer experienced symptoms of a headache and general disease and was unable to self-treat. A healthcare professional (hcp) conducted an unspecified blood glucose reading on an hcp meter and provided insulin (type/dose unspecified) for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The exact date that the incident occurred is unknown. The date entered in section b3 is based on the customer report of "summer of 2025." All pertinent information available to abbott diabetes care has been submitted.